Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: capsular contracture. Date of explantation: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 67-year-old female patient underwent a breast augmentation revision surgery with implantation of a 425cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with baker grade IV capsular contracture of the left breast during an in-office visit with a medical professional. As a result, the patient is scheduled for removal on (B)(6) 2022.

Manufacturer narrative:
On (B)(6) 2022, mentor was notified the patient was scheduled to undergo bilateral replacement with unspecified mentor gel implants. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 13, 2022, mentor received paperwork. The patient was diagnosed capsular contracture on (B)(6) 2022 during an in-office visit with a medical professional. As such, the date of event has been populated. On (B)(6) 2022, mentor was notified that the patient underwent unilateral removal and replacement wit a left-sided 425cc mentor memorygel breast implant. On (B)(6) 2022, mentor determined that the received lot 9521227 is the suspect medical device as previous information indicated the replacement procedure was a unilateral left-side and only one device could be available. As such, the lot and serial number have been updated. The size, brand name, and catalog are the same for both devices. Lot: 9521227. Serial: (B)(6). A manufacturing record evaluation (mre) was performed for 9521227, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On october 11, 2022, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection of the device. During visual evaluation, no apparent damage or visual anomalies were observed on the breast implant device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Manufacturer¿s reference number: (B)(4).